Event description:
The customer reported a failure to charge during use. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported a failure to charge during use. No adverse patient impact was reported. The unit was evaluated at philips, and the symptom was verified. Replacing the therapy pca resolved the issue.